Event description:
Provider reported she heard patient say "excuse me" at the same time she overheard the ECMO [extracorporeal membrane oxygenation] pump beep. The provider went into the room and saw the patient was bleeding from the johnny, specifically from the patient's left groin. A nurse held pressure to the left groin. It was discovered the male male adapter was disconnected.  Md at bedside, clamped ECMO circuit and adapter replaced.